Manufacturer narrative:
Correction: d4 serial/catalog number, h4.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels and diabetic ketoacidosis (dka). Prior to the hospitalization, the customer attempted to lower the bg with a correction bolus via the pump and insulin injections. The customer did not think the pump was delivering insulin. The customer reported to have observed some "issues" with the pump supplies; however, did not provide any details. Although the pump supplies had been changed multiple times, the bg level did not lower. At the hospital, the customer was treated with intravenous insulin and fluids. The customer was discharged on (B)(6) 2016; the high bg and dka were resolved. The customer was to use insulin injections to manage diabetes.